Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/05/2016 with the following findings: investigation revealed a dim and reddish text. The keypad cover was also found to be damaged and peeling; however, all buttons were responsive. The keypad cover was opened; there was no contaminants found under the contacts. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and reddish text. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 07/05/2016.